Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint. The information reported may or may not be related to the edwards device. In this case, the device was explanted at implant due to unknown reasons.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: a response was received indicating no patient data will be released due to data protection and patient integrity. It is unknown if the device is available for return. This device was replaced by a second device. The second device was a different model annuloplasty ring, significantly smaller and of a different geometry. See report for serial number (B)(4). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.